Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's glucose reached 18.6 mmol/l (334.8 mg/dl) while wearing the pod between 1 and 4 hours. Upon removal, it was noticed that the cannula was not properly inserted into the skin. A manual insulin injection was administered to treat the hyperglycemia.